Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the infusion set fell off and the adhesive did not stick well event occurred on (B)(6) 2024. This event led to elevated blood glucose level and the patient replaced infusion set and resume insulin delivery. No further information available.